Manufacturer narrative:
The lens was not returned for evaluation it remains implanted. The cartridge was returned along with a sample of the reported substance, which had been placed between two glass slides. The cartridge has a small amount of solution present in the cartridge and in the tip. Heavy stress was observed in the tip area. The cartridge shows evidence of being placed into a handpiece. The two glass slides were received taped together. An opaque material was observed between the slides, similar in appearance to possibly a viscoelastic. The slides were sent to the lab for additional analysis. Testing identified the closest match for substance as hpmc (viscoelastic). Iol product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the reported "gel-like substance" does not appear to be manufacturing related. The returned substance was tested and the closest match was identified as hpmc (viscoelastic). The root cause for the corneal decompensation cannot be determined. The nurse manager reported they think that the corneal decompensation was caused by the substance found on the iol, or because several washing attempts performed by the physician trying to remove this substance. S he also said that the iol remains implanted, that the patient is recovering well and that there was prescribed a treatment for the decompensation. Cartridge damage was observed. The cartridge damage observed typically occurs due to lens or plunger being positioned incorrectly for advancement and/or with a lack of lubricating solution between the lens and the cartridge lumen. (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. Zip code is not indicated at this time. (B)(4.

Event description:
A nurse reported that after an intraocular lens (iol) was implanted it was noticed there was a gel like substance on the implanted iol. The substance could not be removed easily and traces remained on the lens. In a follow up, the nurse reported that due to repeated attempts to irrigate the material from the iol during the initial surgery, the patient now has indications of corneal decompensation that has been treated. The patient was noted to be improving. Additional information was requested.